Event description:
Pt was a witnessed arrest. When emt's came to assist they used a king airway to stabilize airway. O2 sats 100% on arrival to ER. However, pt had to have an emergency tracheotomy as unable to place et tube. After swelling had gone down, it was determined trachea was perforated. Cannot rule out device role in events.